Manufacturer narrative:
S/w version = 4.11e, retainer ring = black, case type = ngp. Customer returned pump for experiencing high bg and alleged unexpected battery power loss, pump error 23 and cosmetic damage located at the battery compartment on 13-mar-2023. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on 03/12/2023 at 18:13:00.000, power loss alarm on 03/13/2023 at 04:26:28.000, replace battery alert on 03/13/2023 at 03:44:00.000 and replace battery now on 03/13/2023 at 04:15:00.000 due to customer's faulty aa battery. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. Pump error 23 was found in pump's downloaded history on 03/13/2023 at 04:26:04.000. No unexpected pump error 23 was noted during testing. The following were noted during visual inspection: corroded battery tube, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label missing, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump passed required testing. Unexpected battery power loss and pump error 23 were not confirmed. Cosmetic damage was confirmed behind the pump at the battery compartment and at battery tube threads. Unable to verify customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia along with power loss alarm. Customer had received pump error 23. Customer reported crack on the battery compartment. The blood glucose value during time of event was 500 mg/dl. No further patient complications were reported. Troubleshooting was performed, customer reported pump was able to clear the alarm and rewind was completed. It was unknown whether the insulin pump was used within 48hours and unknown whether auto mode feature was on during the reported hyperglycemic event. It was unknown ehether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.